Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was off by 30 minutes. Tandem technical support (cts) instructed the customer on how to change the time; customer was able to correct the time on the pump successfully. Upon reviewing the pump logs, cts confirmed that the last time the pump time was changed was 2015. Customer did not believe the time was set incorrectly at that time and just noticed the pump time was wrong the morning of the reported event. Cts reviewed the logs from 07/11/2017 to 07/18/2017 and found no issue with a time change on the pump. Customer's blood glucose level was 122 mg/dl.